Manufacturer narrative:
Investigation/evaluation: no images or devices were returned. However, during the course of the investigation, a review of the complaint history, device history record, instructions for use (IFU), quality control, and drawings was conducted. This complaint is the only complaint reported against lot 6174983. There is no evidence to suggest that the device was not manufactured to specification. Without return of the complaint device we are unable to draw a conclusion as to the root cause of this event. The device is shipped with IFU which states the proper warnings, precautions and instructions for use. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of a quality engineering risk assessment, no further action is required.

Event description:
During the placing of a gastrostomy tube, the doctor had to place anchors in order to attach the stomach wall to the abdominal wall. After the anchor insertion, the radiologist pulled the suture for approach to the stomach from the abdominal wall, but the suture broke. There were no consequences for the patient because the anchors followed the digestive path once released. There was a significant loss of time for the operator and the operator had to use another anchor set to continue the procedure.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During the placing of a gastrostomy tube, the doctor had to place anchors in order to attach the stomach wall to the abdominal wall. After the anchor insertion, the radiologist pulled the suture for approach to the stomach from the abdominal wall, but the suture broke. There were no consequences for the patient because the anchors followed the digestive path once released. There was a significant loss of time for the operator and the operator had to use another anchor set to continue the procedure.